Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they did not hear beeps when audio volume settings were saved. Customer's blood glucose value was 12.4 mmol/liter at the time of the incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to backup plan per healthcare professional instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. The audio tones or beeps functioned properly. No unexpected hardware low level failures error found during testing or in the device history file.